Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called to report that the coulter lh750 hematology analyzer leaked 5-10 cubic centimeters of reddish fluid, seemingly between the manual probe and primary needle. All laboratory technicians were using ppe: gloves, gowns, and goggles. Customer stated that results and controls were within acceptable ranges. The customer was not using the instrument and had been using a backup unit. The laboratory has an exposure control plan but did not need to use it since no one in laboratory came in contact with the leak. There was no death or injury and no changes to any patient treatment associated with this event. There was no exposure to mucous membranes or open skin lesions. The field service engineer (fse) traced the leak to a hole in the vent tubing on the needle cartridge and replaced that tubing and routed it away from any moving parts. It appears that the tubing was pinched between the needle cartridge assembly and the bsv (blood sampling valve) cylinder. Finally, the fse verified that the services performed effectively resolved the instrument issue. The root cause for the leak is attributed to a hole in the vent tubing on the needle cartridge that appears to have been pinched between the needle cartridge assembly and the bsv cylinder.